Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? -no. Does the surgeon believe that the ethicon product involved caused and/or contributed to the postoperative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon pds suture products used in this procedure? .sorry we couldn't get information any more. Citation: thoracic surgery. 2013; 66(7). (B)(4)

Event description:
It was reported in journal article title: coronary artery injury by cutting edge of esophageal suture thread authors: hiroaki kuroda, kimiyo ono citation: thoracic surgery. 2013; 66(7). After dermal suturing with monofilament suture, the stump protrudes from the skin. There are times when it touches hard like a wire. The authors reported a (B)(6) woman who underwent a thorascopic excision of the diverticulum of the esophagus and had cardiac tamponade 13-days post-operatively. During the emergency open surgery, an active arterial bleeding was seen at the marginal branch of the left circumflex coronary artery. The stump of the pds 4-0 suture which had been used for closure of the overlying esophageal muscle layer, penetrated the pericardium and injured the coronary artery. It was reported that vessel injury caused by a stump of a suture seems to be extremely rare. Careful selection of the suture around the pericardium and management of its stump are necessary.